Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to march 27, 2026. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section e1 (first name): unknown/ not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the non-preloaded monofocal intraocular lens (iol), model ar40e, the lens was suspected to have broken during injection. No additional information was provided. Additional information received confirmed that the lens broke during an attempted insertion. To the best of the reporter¿s knowledge, there was no patient injury, and another lens of the same type was successfully implanted. The affected lens required manual loading. It remains unclear whether the event was due to user error or a potential product defect. The reporter declined to provide patient identification information.